Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported a case of toxic anterior segment syndrome. The customer indicated that this event could be from the povidone iodine swabs; however, was not sure. No sample or other details provided. Additional information was requested; however, none has been received to date.

Manufacturer narrative:
The finished good lot specific to this event is not known; therefore, lot history and device history record review was not possible. Products are sterilized and sterilization cycle parameters are verified for acceptability and meet specifications prior to release. The root cause of the customer's complaint is not known; a sample was not returned for investigation. No action will be taken at this time. Quality assurance will continue to monitor customer complaints via the complaint review meetings, and will take action for any future occurrences as is deemed necessary. (B)(4).